Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to double counting. Review of the episode showed the signal amplitude was wide squatty morphology. Technical services discussed reprogramming options. No additional adverse patient effects were reported. At this time, this system remains in service.